Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image. Additional evaluation findings were as follows: the bending section cover had a hole and the adhesive had cracks, the plastic distal end cover had chips and was detached, the image evis showed no image, the bending section electrical connector had no reading, the insertion tube had dents, the scope connector ethylene oxide valve was misaligned, the light guide tube had a hole/cut and the charged couple device shrink tubing was cut the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope no image and it was un-restorable, they could not get an image on the screen when they plugged into the processor". There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress applied to the insertion/bending section, during user handling, and water leaked. It caused an abnormality in image sensor unit. The event can be detected/prevented by following the instructions for use which state: ¿-inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.